Event description:
This is a spontaneous report by a nurse from (B)(6) of peritonitis in a patient coincident with peritoneal dialysis (pd) therapy. On an unreported date in (B)(6) 2010, the patient experienced abdominal pain. On an unreported date in (B)(6) 2010, the patient went for a regular check-up as an outpatient and was found to have peritonitis, manifested by abdominal pain. The cause of the peritonitis was not reported. On an unreported date in (B)(6) 2010, the patient was hospitalized for the peritonitis. On an unreported date in (B)(6) 2010, the patient received treatment with unspecified antibiotics. Outcome for the event of peritonitis was not reported.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 3 of 4 involved in this peritonitis event.

Event description:
This is a spontaneous report by a nurse from the USA of peritonitis in a patient coincident with peritoneal dialysis (pd) therapy. During a call with baxter's customer service, it was reported that on (B)(6) 2010, the patient developed peritonitis and was hospitalized the same day. Treatment was not reported. Pd therapy was ongoing. The outcome for the event of peritonitis was unknown at the time of reporting.

Manufacturer narrative:
(B)(4). The root cause was undetermined. No product defects were reported and no samples were available for evaluation. A batch review was performed for potentially associated lots (gd876490 and gd875575) with no issues noted during the manufacturing process. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.